Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device is at elective replacement indicator (eri) due to high chronic outputs. The lead exhibited high thresholds. The device and lead were explanted and replaced. No patient complications have been reported as a result of this event.